Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim, fecal incontinence, and gastrointestinal/ pelvic floor. It was reported that after the patient had their previous battery implanted, it literally broke through the skin. They had this removed and a new system implanted on (B)(6) 2021. They preferred the 3058 model, but the doctor implanted the micro due to their medical issues, since the micro was smaller in size. Expectations regarding communicator charging were reviewed. The patient initially thought the communicator was not holding a charge because the orange light would come on during charging. However, the meaning of the communicator battery lights and how to check the communicator battery level were reviewed, and this resolved the concern.